Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate shock due to a noise on the rv lead. The lead was explanted and replaced. The patient is fine.